Event description:
A healthcare professional reported that the patient interface vacuum exceeded its limits in unknown eye during lasik surgery. Procedure was aborted and completed it on same day. There are multiple related reports for the same facility. This report addresses the patient jp, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d4., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported product was not received at the manufacturing site for evaluation. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows ninety successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during canal cut. Treatment was only thirty seven percent complete. The laser showed the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check.'' Once. The vacuum pumps were shut off. The user performed an vacuum and energy check and restarted the treatment. The treatment was finished without any problems. Review of the logfiles for the event day does not show any other relevant warning or error messages. The reported issue is not caused by the used patient interface. The root cause could not be identified during logfile review. No failure analysis is required even if the reported product is returned, as the root cause has been identified during logfile review. A root cause for the reported event could not be determined. There is no indication that a malfunction of the reported product could have contributed to the reported event. The root cause is related to the system. The manufacturer internal reference number is: (B)(4).